Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer reported blood glucose (bg) level was 320 mg/dl with ketones, which was addressed with manual injections. At the time of the call, the customer reported bg level was trending downwards. Several hours later, the customer reported delivering a bolus, and the insulin gauge displayed 100 units. The contact alleged that the fill estimate. Was still inaccurate. The customer declined to load a new cartridge during the call.